Event description:
Caller reported a past issue where they did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence, which was related to an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by changing the infusion set and cartridge, and successfully resumed insulin delivery.